Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was 'curved'. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. The lens is stuck to a piece of tape that is covering the well of the lens case base. Solution is dried on the lens. One haptic is broken in the distal area(not returned). Product history records were reviewed and the documentation indicated the product met release criteria. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. It is unknown if qualified products were used. The lens model is only qualified for use in the company (a) and (b) cartridges. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information reports the haptic was broken.